Event description:
Pt found standing 5 ft from bed. Catheter tubing torn with no bulb or tip found in linens or clothing. No trauma/discharge noted to penis. Cath tip removed during cytoscope. Remaining cath tubing sent to medline for evaluation. MFR writes, "the subject complaint has been investigated. The sample returned included only lower half of the catheter, not including the bulb. (Approximatley 11 inches long). It was forwarded to the co's vendor for their investigation. The report received 6/7/99 indicates that the area at the break appears to have been sliced or cut by a sharp device. The report includes photos of the area which show abrasion marks and exposed layers which are typical of events made in removing catheters. They state that it is unlikely that such product damage could pass their 2 times 100% inspection. A review of the complaint history for this product indicates that this is a random incident."